Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported by the customer that they had a blood glucose level of 515 mg/dl and had been treating with manual insulin injections. Advised customer to disconnect from device. During troubleshooting, customer was asked to check the condition of the drive support cap on the device and found it to be normal. Next, customer was asked to check for air bubbles in infusion set tubing. Customer verified there were no air bubbles. Afterwards, the reservoir was reinserted into insulin pump and a manual prime was performed. Device passed priming and insulin exited tubing. Customer verified device was not leaking and did not alarm. Customer stated they had gone to the beach and noticed a crack in the reservoir causing moisture to enter. Upon further inspection, customer found damage to the reservoir compartment and near battery cap. Customer stated they may have bumped against a wall and damaged device. Customer's blood glucose level was 315 mg/dl at reporting. Nothing further reported.